Event description:
Title: corneal perforation secondary to medial canthal fistula in cocaine-induced midline destructive lesions. The aim of this study is to report a rare case of corneal perforation precipitated by an abnormally positioned globe, lagophthalmos and exposure keratopathy secondary to medial canthal fistula in cocaine induced midline destructive lesions (cimdl) in a man on his mid-40s. Ethilon (eth) which was used to sutured the graft to the corneal defect. Reported complications: ethilon (eth), post-operative pain, treatment: necessitating reversal of the tarsorrhaphy, cornea perforated again through the graft, treatment: emergency evisceration was undertaken. In conclusions, this case shows that cocaine-induced midline destructive lesions can severely compromise ocular protection, leading to sterile corneal perforation and eventual evisceration despite surgical intervention. Long-term stability was only achieved after drug cessation and delayed reconstruction, underscoring the need for confirmed abstinence before undertaking corrective surgery.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: orbit. 2025 oct;44(5):628-632. Https://doi.org/10.1080/01676830.2025.2477637 epub 2025 mar 13. Pmid: 40079566.